Manufacturer narrative:
(B)(4). Systolic anterior motion of the mitral valve may occur after mitral valve annuloplasty. It is typically due to redundant native leaflet tissue and may result in left ventricular outflow obstruction after mitral valve repair. This may require additional leaflet resection or a mitral valve replacement. In this case, procedural/technique related factors most likely contributed to the event due to mis-sizing. The 30mm ring was explanted and replaced with a 34mm ring. The subject device was not returned for evaluation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. It was reported that a 30mm 5200 annuloplasty ring, implanted in the mitral position, was explanted after an implant duration of five (5) months due to recurrent severe symptomatic mitral regurgitation and systolic anterior motion of the mitral valve. The explanted ring was replaced with a 34mm 5200 annuloplasty ring. Per received medical records, access was gained via median sternotomy. Cross-clamp was applied to the distal ascending aorta and cardiac arrest was achieved by antegrade administration of 1.25l of del nido solution in to the aortic root. The 30mm 5200 annuloplasty ring was explanted. Two (2) 16mm loops of 2-0 gore-tex suture were fashioned to a hard pledget and sutured to one of the heads of the posteromedial papillary muscle. Each loop was secured to the medial portion of the prolapsing segment of the p2 section of the posterior leaflet. A water test confirmed the mitral valve was competent. The 34mm 5200 was implanted with interrupted 2-0 ethibond sutures. The atriotomy was closed and cross-clamp was removed. Repeat tee indicated a normally functioning mitral valve without evidence of residual regurgitation, significant systolic anterior motion, or mitral stenosis. Protamine was administered and the patient was decannulated. The sternotomy was closed and dressings were applied. The patient was transported to the cv ICU intubated in stable condition. Postoperative tee revealed trace residual mitral valve regurgitation and mild chordal systolic anterior motion.

Manufacturer narrative:
Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Corrected data: updated device manufacture date.

Manufacturer narrative:
Reference CAPA: 20-0014.